Event description:
During endoscopic cholecystectomy, tip of grasper broke while attempting to grasp gallbladder. Tips angled approx 30 degrees. Surgical time prolonged. Device repaired by mfg & returned.